Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient started treatment with intraperitoneal injection of ceftriaxone (1 gram in two bags, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged two days after admission. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.